Manufacturer narrative:
The incident device is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported the patient started bleeding while navigating during a superdimension procedure on (B)(6) 2014. The case was cancelled and the patient was moved to ICU. There was no system malfunction and the customer reported the system did not contribute to the patient's bleeding. In addition, on (B)(6) 2014, the patient suffered a ischemic stroke while hospitalized. The patient subsequently expired from a blood clot in the hospital on (B)(6) 2014. If additional information pertinent to the incident is obtained a follow-up report will be submitted.